Event description:
It was reported that during a ovarian vein embolization procedure, a coil detachment occurred. The 15mm x 40cm .035 interlock 2d coil device became detached once the protective sheath was removed. The coil was partially deployed within the lesion and in the proximal segment of another manufactures .038 inner diameter catheter. Continuous flush was maintained throughout the case. The procedure was continued with another interlock coil device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as the catheter used in the procedure was incompatible. The dfu states: "the interlock - 35 fibered idc" occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter. The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device. The interlock- 35 fibered occlusion system will encounter significant resistance when advancement through a soft wall delivery catheter is attempted." (B)(4).